Event description:
It was reported that the patient presented to the clinic with backup battery fault alarms on 08nov2023. The patient¿s emergency backup battery (ebb) was replaced and backup battery fault alarms returned after the ebb ribbon cable was reseated. The controller was exchanged and the alarms resolved. A review of the log file revealed ebb faults on 08nov2023 and 09nov2023 due to the ebb failing the load test. The remainder of the periodic and event files are unremarkable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d1 brand name: corrected section d4 catalog number: corrected section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault was confirmed via log file analysis. Analysis of the log file revealed a backup battery fault alarm events that was active prior to the earliest recorded date of (B)(6)2023 at 22:09:11. The initial alarm event was overwritten with newer events. The alarm cleared on (B)(6)2023 at 10:31:31, which appears to be when the backup battery ribbon cable was reseated. The alarm returned shortly after. Backup battery (serial # (B)(6) fully discharged/charged within the system controller (serial # (B)(6)and the self test was initiated several times during extended operation. A backup battery fault alarm was not able to be reproduced. A root cause of the backup battery fault alarm could not be conclusively determined through this analysis. Heartmate 3 patient handbook, rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes backup battery fault alarms. Backup battery fault alarm: ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ under section 2, how your heart pump works, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Warns users ¿failure to connect to a running system controller may result in serious injury or death.¿ cautions users to ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ also under this section, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use, rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Under section 2, system operations, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Cautions users to ¿ensure that the patients understand the need for having a caregiver present during system controller exchange and that all labeling instructions are followed, including calling the hospital contact.¿ also under this section, ¿replacing a backup battery in the system controller¿ details the required tools and steps to exchange the internal 11v backup battery. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. No further information was provided. The manufacturer is closing the file on this event.